Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling to make a colorectal anastomosis, there was no formation of staples. The surgeon had to per form manual anastomosis to complete the case.